Manufacturer narrative:
Investigation summary: photo evaluation: a single photo of a 3ml syringe was received by bd canaan and evaluated. The product was reported to be from batch #7031955 (B)(4). The syringe was filled with approximately 1.6ml if clear liquid. The syringe had no needle or any other device attached. Several pieces of unidentified fm could be seen potentially in the fluid path inside the liquid. DHR review for batch 7031955 (B)(4). Manufacturing dates: 02/23/2017 to 02/24/2017. Batch quantity was 460,800.all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7031955 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Investigation conclusion: root cause undeternined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd luer-lok¿ syringe prior to use. There was no report of injury or medical intervention.